Event description:
It was reported that during a colostomy reversal procedure, the device was closed and fired; however, no staples came out of the cartridge. Another two devices were used to complete the procedure. There were no adverse consequences for the patient. The device is with risk management and will not be released at this time.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The device is with risk management and will not be released at this time. Additional information: on what tissue type was the device used? At what location on the tissue? Thick sigmoid colon. On which firing(s) did this event occur (1st, 2nd, 3rd., etc)? 1st. What color cartridge (white/blue/green) was used (tx only)? Blue. Was buttressing material utilized? No. Were any difficulties encountered when closing on the tissue? Asku. Was the tissue pin in place prior to firing? Yes. Was the instrument fired across or near an existing staple line or clip? No. Was another stapling device used during this surgical procedure? (I.e., cdh, ntlc, tlc, etc.) Yes, after. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? Asku. Was there any difficulty removing the device from the tissue? No. During the operation, what was the appearance of the staple line (intact, malformed staple, etc)? No staple line. Was proximal and distal control maintained on the tissue during the firing sequence? Yes. Was the staple line inspected for integrity prior to transecting the tissue? No staple line. What were the quality and/or thickness of the tissue in the area where the device was fired? (Friable, thin, regular, thick, etc.)? Thick. Was a leak test completed? Yes after other devices were used. Leak test passed. Did the surgeon wait 15 seconds after clamping and prior to firing for optimal compression? Asku. Was the firing to close a side by side anastomosis? No. What were the patient's pre-op diagnosis and/or pre-existing conditions that could have impacted the patient's health/surgical outcome? Asku. Was there a recent conversion to ees devices in this account or with this surgeon? No. Is a pathology specimen available? No. The device was not returned for analysis. However, there was a packaging lot or batch number provided by the user facility. With this information, the manufacturing related records were reviewed and we were unable to confirm the complaint nor determine a manufacturing or design related cause for the reported event. Complaint information is trended on a regular basis to determine if further investigation is warranted.